Event description:
It was reported that the asymptomatic patient presented in the clinic for the follow up. Upon interrogation, the right ventricular lead exhibited high voltage lead impedance. The lead was capped and replaced on (B)(6) 2017. The patient was stable before and after the procedure.